Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not alarm when the set line from the bag to the pump was clamped. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump did not alarm when the set line from the bag to the pump was clamped" was confirmed during visual inspection testing. The probable cause was software update fail. The software was updated and all tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.